Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was unable to be reviewed as the device serial number was not provided. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of medical article: "effectiveness of balloon percutaneous valvuloplasty for stenotic bioprosthetic valves in different positions" the following event was identified as pertaining to an edwards porcine valve: a patient with a porcine valve implanted in the aortic position underwent percutaneous balloon valvuloplasty after an implant duration of approximately 8 years due to calcification leading to stenosis (mean gradient 60mmhg, valve area 0.8cm2) and regurgitation grade I. An aortic regurgitation grade 1/4 appeared after dilatation, increasing progressively to grade 3/4 after 12 months. The patient underwent repeat operation 14 months after balloon dilatation, confirming a bioprosthesis cusp rupture.